Event description:
The customer reported that during an open gastrectomy, bleeding was noted from the sealed area, although an end tone, indicating a completed seal cycle was provided by the generator. The amount of blood loss was described as being one drop of blood and was very minor. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.